Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, one 4.0x33 mm xience prime stent was implanted in the right distal infra-popliteal artery and one 3.5x33 xience prime stent was implanted in the right proximal anterior tibial artery. The two index vessels treated were below the knee. Below the knee amputation was performed on (B)(6) 2024 (filed under medwatch 2024168-2025-00748-00). During the below the knee amputation, the xience in the distal popliteal most likely remained in situ. The xience in the ata was removed. On (B)(6) 2025 the patient was transferred back to the hospital with a wound that was not healing, non-viable stump with dehiscence noted. Above the knee amputation was performed on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.